Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a fusiform iliac artery aneurysm. Proximal aortic neck has a 90 degree angle of tortuosity. It was reported that after the stent grafts were implanted final angiography revealed a type ia endoleak at the bending portion of proximal neck at the greater curvature. The stent graft seemed to be detached from the vessel wall of the bending portion only at the greater curvature, resulting in the proximal type I endoleak. An aortic cuff was implanted to enhance expansive force, but the situation didn't improve. It was reported five days post index procedure the proximal type I endoleak has self-resolved and the patient has been discharged. No clinical sequelae were reported and the patient is fine.